Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). Once the product is returned and the investigation is complete, a follow up/final report will be submitted.

Event description:
During test before surgery, the biomedical technician noted a lack of power of the engine, it seemed it doesn't function as usual. There was no harm or delay involved. No adverse events were reported as a result of this malfunction.

Event description:
No additional event information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Reported issue: on july 11, 2019, it was reported that during test before surgery, the biomedical technician noted a lack of power of the engine. It seems doesn't function as usual. The customer returned an air dermatome device, serial number (B)(4), for evaluation. DHR review: the device history record (DHR) review noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR review also found that all verifications, inspections and tests were successfully completed. Device evaluations results/investigation findings: product review of the air dermatome by flextronics on july 30, 2019 revealed that the needle bearing and gasket were defective and the swivel was loose. The reciprocating arm was worn and the neck piece and spring seal were damaged. The calibration was out of specifications at the zero setting only and the control bar was not in the correct position. The customer hose and width plates were not returned for evaluation. Repair of the air dermatome was performed by flextronics on august 5, 2019 which included replacement of the screws, neck piece, reciprocating arm, swivel, spring seal, hinge, gasket and needle bearing. Air dermatome, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. Probable cause/root cause: the reported event was never confirmed during inspection of the device. Therefore the root cause could not be determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Conclusion: review of the information provided during the investigation determined that there are no further actions needed at this time. This complaint will be tracked and trended for any adverse trends that may warrant further action.